Event description:
"Dr's office reported that a pt came in, was diagnosed with dry eye syndrome, was a previous silicone plug user and smartplug was inserted after patency was assessed. The pt returned a few days later complaining of pain in the right eye and was diagnosed with an infection in that eye. Dr put the pt on keflex (dose and regimen unknown) and the pt is to return in a few days for follow up."